Event description:
It was reported that the patient underwent surgery to reposition their implantable cardioverter defibrillator (ICD) as it moved around in chest due to possible twiddlers syndrome. Therapy was turned off during the procedure, so an additional office visit was required to turn it back on. No additional adverse patient effects were reported. The device remains in service.